Manufacturer narrative:
H6: the applicable codes are fdc d1102 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h3: product analysis found that, verified 'not working properly.' Unit presented with sw:(v1.7.5), a loose lid decal, a wired connection failure due to a defective main pcba, and multiple broken afe pcba electrode pins. H6 : applicable codes are fdm b01, fdr c0208, c070603, c07, fdc d02 and additional codes img g04034, g0403401, g04080. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that, there were no abnormalities. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6 : applicable codes are fdm b21, fdr c21, fdc d16 and additional codes img g02005. 2. Product ID: nim4cpb2, serial/lot #: unknown UDI: unknown h3: product analysis found that, there were no abnormalities. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively,there are times when there is no response. There is no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information recevied that, wired connection is not possible with patient interface. The sticker on the surface has peeled off.